Event description:
It was reported that under fluoroscopy, the right atrial (ra) lead was found to have dislodged and was no longer sitting in the atrium. Due to the dislodgement, the ra lead was unable to capture at high pacing amplitude. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).